Event description:
The customer reported that the central nurse's station went into communication loss (comm loss) multiple times. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station went into communication loss (comm loss) multiple times. According to the customer the issue happened on 3 teles at the same time. Technical support (ts) is working with the customer to resolve the reported issue. The customer provided the log files. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station went into communication loss (comm loss) multiple times. According to the customer the issue happened on 3 teles at the same time. Technical support (ts) is working with the customer to resolve the reported issue. The customer provided the log files. There was no patient injury reported. Investigation summary: nkc engineers have reviewed the logs submitted for both cns's and did not find any evidence of a product malfunction that would have contributed to the reported issue. It is recommended that the facility's network is inspected to improve network conditions. No further issues of communication loss were reported. As the issue of communication loss was unlikely to be occurring due a product malfunction but rather the customer's network, a CAPA is not warranted. Manufacturer references # (B)(4).

Event description:
The customer reported that the central nurse's station went into communication loss (comm loss) multiple times. There was no patient injury reported.